Event description:
It was reported that the patient experienced inappropriate phrenic nerve stimulation during an in clinic follow-up. An x-ray was performed and the rv lead was revealed to be dislodged. The lead was attempted to be repositioned, however, the screw was unable to be extended. The lead was deactivated and then explanted and replaced to resolve the event. The patient was in stable condition.